Event description:
It was reported that the patient was hospitalized due to loss of pacing from their right ventricular (rv) lead causing several second pauses. Additional information was unavailable. The patient's condition was unknown.